Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer was bad which caused station to not power up. A field service engineer (fse) replaced full height cubie bus module and drawer controller boards to resolve the issue. Further the fse tested and accessed all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device went offline. The customer had rebooted the unit and had tried checking the wiring by unplugging and re plugging it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.